Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedances on the left ventricular (lv) lead. An impedance plot was requested by the clinician and it was noted that the impedance had been intermittent out of range for over two years. The patient was brought into the clinic and they were unable to replicate the out of range impedance with isometrics. The physician has opted to monitor the patient. Review of the data by engineering revealed that the issue is related to the device and not the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.